Manufacturer narrative:
H10: one (1) actual sample was received for evaluation. The other two (2) samples were not returned and therefore, could not be evaluated. A visual inspection of the returned sample with the naked eye noted that the drain line and heater bag tubing had been stuck together. The scratches did not penetrate the tubing walls and there were not any holes present in the tubing. No other issues were noted during the evaluation. The reported condition was verified. The scratches were caused from excess solvent during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
These events occurred on unspecified dates in the year 2020, reported as "occurred three times within the last three weeks". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drain line and the heater line of 3 amia automated pd sets with cassette were stuck together. This was noticed before use of the devices for automated peritoneal dialysis therapy. It was further reported that the patient separated the lines by force which left scratches on both of the lines. As a result, these cassette sets were not used. There was no patient injury or medical intervention associated with this event. No additional information is available.